Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the physician decided to reposition the lead due to difficulty sensing r-waves. After an unsuccess- ful repositioning attempt, the lead was capped.